Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had stuck button error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that they did press a button down for 3 minutes or longer. Customer stated that they were not able to clear the alarm. Customer stated that the scroll bar was not moving with no input. Customer states that there was no response from any button. Troubleshooting was performed for keypad anomaly. The insulin pump will be returned for analysis.